Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2010; inratio meter = 3.0; reference = 2.4; mean = 2.7; confidence limits = 1.7 - 3.8. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. No further investigation is required. Inratio precision data provided by end-user lot: date: (B)(6) 2010, 1st inr = 3.0; 2nd inr = 3.0; 3rd inr = 3.1; mean = 3.03; sd = 0.058; %cv = 1.91. Since % cv is less than 20%, inratio meter results pass the criteria for precision. No further testing is required at this time. Analysis of the client's data from repeated inratio tests and inratio vs. Reference tests revealed that test result comparison met precision and accuracy criteria. Customer's results are not considered discrepant within the context of the documented variability for inr testing. No strip lot information was available. No product was expected to be returned. This issue will be subject to tracking and trending. No corrective action required at this time as no product deficiency was established.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010; inratio: 3.0, 3.0, 3.1; lab: 2.4. Patient therapeutic range is 2.5 - 3.5.